Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 9 days post placement of a 10mm x 60mm rx wall stent permalume in the distal common bile duct (cbd), the patient was assessed for suspected stent occlusion, however, no occlusion was diagnosed. In two separate procedures performed approximately one month and 6 weeks later, respectively, the patient underwent an exploratory laparotomy, cholecystectomy, gastrojejunostomy, celiac plexus neurolysis, and peritoneal implants biopsy procedures. It was noted that the stent had not been removed at this time as the patient was found to have metastatic cancer to the peritoneum. Approximately 1 month later, stent occlusion with sludge was reported and the patient underwent another procedure at which time a second, unspecified, stent was placed. The event was noted as serious, mild in severity, and possibly related to the device. It was noted that the patient's condition resolved with placement of the second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.